Event description:
A x-ray (2006) revealed no paraspinal masses were present, and a catheter was noted at t9-10 level. A year and two months later a magnetic resonance image (MRI) was performed (2007) which revealed on the sagittal t2-weighted images the suggestion of a linear structure, possibly the catheter extending upward in the ventral aspect of the thecal sac up to approx the t9 level. At this level, an intradural extramedullary soft-tissue signal intensity mass was present in the ventral aspect of the canal, ventral to the spinal cord. The mass measures approx 8mm in diameter. There was significant compression of the spinal cord at that level, and appeared to be some abnormally increased t2-weighted signal present within the spinal cord at this level, possibly related to some compressive myelomalacia. The images were consistent with a "catheter tip fibroma". Options were discussed with the pt. At the time of the diagnosis, the pt's pump contained morphine 50 mg/ml (no dose was reported). The pt was continued on this concentration through their last refill (2008). The pt's low battery alarm then sounded. The pt's pump was filled with preservative free normal saline and run at minimum rate until a decision was made regarding course of care with the granuloma. The pt could still walk, but was weak. There was no loss of bowel or bladder control. No add'l pt treatment or outcome was reported.